Event description:
During a follow-up call for a draining slowly message, it was reported that this peritoneal dialysis (pd) patient was hospitalized with symptoms of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient reported symptoms of abdominal pain, nausea, and vomiting as well as cloudy pd effluent on (B)(6) 2023. The patient was instructed to administer a one-time dose of intraperitoneal (ip) antibiotics in a 6-hour dwell with vancomycin 2g and ceftazidime 2g. The patient was advised to come into the pd clinic for further evaluation and with his drain bag on the following day. The patient arrived at the pd clinic on (B)(6) 2023 prior to going to the hospital. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient went to the hospital and was admitted on (B)(6) 2023. The patient¿s white blood cell count was 888. The culture resulted in no growth after 4 days. The gram stain showed a few gram-positive cocci in pairs and clusters. The patient had the pd catheter (not a fresenius product) removed on (B)(6) 2023. The patient had an arterial venous graft (avg) ready for use. The patient is transitioning to in-center hemodialysis. The patient has been receiving intravenous (IV) vancomycin (dose, frequency, and duration not provided) during the hospitalization. The patient remains hospitalized. The cause of the peritonitis is suspected touch contamination, but that was not confirmed.